Event description:
It was reported via legal documentation that approximately 83 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, balance problems, ambulation or postural difficulties, discomfort, joint laxity, swelling/edema, pain and osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2022-01205. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure, instability and loosening could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.